Manufacturer narrative:
Based on the claim against the product by the customer noting the universal surgical manipulator (usm) 4 failed to engage instruments, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found to have engagement failure with multiple instruments. During in-house testing, the degree of freedom (dof) 6 gearbox was not rotating when checking gearbox movement. The usm also failed the carriage strength and carriage friction tests. The probable root cause of the failed instrument engagement on the usm 4 could not be established. The unit passed other failure analysis tests. The complaint regarding instrument engagement failing was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: the universal surgical manipulator (usm) 4 failed to accept any instruments. The customer converted after the start of the procedure due to the usm engagement issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the universal surgical manipulator (usm) 4 failed to accept any instruments. The operating room staff reseated the usm 4 drape, then replaced the drape with a new one. The or staff also tried several different instruments that engaged successfully on other usms, but all instruments failed to engage on usm 4. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed onsite logs and found error 22020 on usm 4. The surgeon needed all four arms for the prostatectomy procedure. The or staff was checking if other systems are in use. The procedure was completed using another da vinci system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.